Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16april2019. Phone number not provided. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the defective blower and blower motor controller to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported error air valve liftoff failure. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user. Event date not specified, estimate used.